Event description:
It was reported that during a laproscopic hernia procedure the device misfired. The case was completed with a 6th new like device after 5 devices were tried to complete the case. No pt consequence reported.

Manufacturer narrative:
Instrument a: broken advancer instrument b: batch#c9d084; exp date:10/03/2011; MFR date 11/03/2006; malformed clips. Instrument c: batch #c9d13a; exp date: 10/14/2011; MFR date 11/14/2006; jaw disengaged from the cam, empty instrument. Instrument d: batch#c9d13a; exp date: 10/14/2011; MFR date 11/14/2006; broken cam, disengaged jaw. Instrument e: batch#c9d13a; exp date: 10/14/2011; MFR date 11/14/2006; broken advancer. Evaluation summary: the analysis results confirmed that one el5ml device (a) was received with the advancer broken. The instrument was cycled, fed and formed 4 pear shaped clips due to the advancer condition that did not allow the clip to be completely fed into the jaws. The el5ml instrument (b) was returned in good visual condition. The instrument was cycled and formed 1 clip with gap and 1 pear shaped clip. No conclusion could be reached as to what may have caused the found feeding issues. The analysis results confirmed that the el5ml device (c) was received empty and with the lockout fired through. Therefore, no functional test could be performed. In addition, the jaw ramp was found to be disengaged from the cam. The analysis results found that the el5ml device (d) was returned with the cam broken and the jaw disengaged front the cam. The device was cycled, and ejected the remaining clips due to the cam condition. The analysis results confirmed that one el5ml device (e) was received with two malformed clips into the jaws and a broken advancer. The instrument was cycled and misfed the clips due to the advancer condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the mfg process.